Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via the chinese health authority that during an intraocular lens (iol) implant procedure, the iol was damaged when inserting into the injector after it was opened. The iol was replaced with a new one.